Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the identified failure is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflation unit presented an internal circuit board malfunction. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the most probable cause of the identified failure cause is most likely linked to device but the investigation was unable to trace more specifically, which indicated that the problems are traced to the device, but the investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.